Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14143. It was reported the pt was no longer receiving stimulation and her scs system was auto-reducing. An sjm representative met with the pt and lead diagnostics showed multiple invalid contacts. X-rays were taken and the pt is pending follow up to review the results.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.